Event description:
A malfunction alarm occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset instructions and confirmed that after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again should the issue arise in the future.